Event description:
It was reported that the customer received an altitude alarm while in her home and was unable to reload or change cartridge. There was no impact to customer's blood glucose level. Customer reverted to manual injections prior to resuming pump therapy.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.